Event description:
Information received from the field does not address the patient's clinical status but notes that after implantation, there w as no problem with the telemetry. When the device was "checked at the ward after implantation", teelemetry showed inconsistent measured data readings.